Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the issue. Additionally, it was reported that multiple cartridges did not fit onto the pump. A new cartridge was successfully loaded onto the pump to address the issue. The customer's blood glucose level was not impacted by these events.